Event description:
During an initial implant procedure, while turning the right ventricular (rv) lead, the helix retracted multiple times. It is unknown if the event was due to the helix or the helix locking tool. The rv lead and helix locking tool were both replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the helix retracting while turning the lead was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the helix locking tool attached at the connector region of the lead, the helix was able to retract and extend. The measured helix extension length was within specification. While applying torque to the lead body with the helix locking tool attached at the connector region, the helix remained extended and did not retract on its own. Dimensional analysis of the connector pin, front sealing ring insulation, connector ring and connector boot were all within specification. Dimensional analysis was performed on the helix locking tool and found all measurements were within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.